Manufacturer narrative:
This follow-up report is being submitted to correct section d3 manufacturer name, city and state, from 3m health care to 3m company.

Manufacturer narrative:
This follow-up report is being submitted to correct section d4 model # from blank to 24355, and section d4 unique identifier (UDI) # from (B)(4) to ni.

Manufacturer narrative:
Device has not been returned to 3m for analysis. 3m is unable to verify the leak and root cause without the sample. Based on the problem description, a likely cause is the tubing disconnected from the spike by possible causes of pulling on the tubing instead of holding on to the spike, excessive force on the tubing when removing the spike from the infusion bag, or insufficient bond of the tubing to the spike. Bond failure from the tubing and the spike can also be caused by over pressurization of the set above 300 mmhg. This continues to be a low trend in spike complaints for high flow sets. Instructions for use (IFU) states to ensure all leur connections are securely tightened prior to priming set to reduce the risks of associated air embolism, biohazard exposure, cross-contamination, or infection and to reduce the risk of leaking and loss of therapy. 3m will continue to monitor.

Event description:
A user facility reported while in use, 3m¿ ranger¿ blood/fluid warming high flow set, 24355 spike detached from the ranger tubing. This happened on three different sets when removing it from the packed red blood cells bag. It was also reported the set came apart at a connection site despite having been tightened. No patient or staff injury was alleged, and no medical interventions were reported. The customer later confirmed the spike detached from the ranger tubing on one set after it was pressurized. The other two sets leaked at the distal leur connections to the patient.